Event description:
Due to posterior prosthesis dislocation, 1 patient presented with late posterior instability, underwent reoperations at 3 yrs after the index surgery, and underwent glenoid reconstruction and revision to reverse shoulder arthroplasty.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. "Walch g, moraga c, et al. (2012). Results of anatomic nonconstrained prosthesis in primary osteoarthritis with biconcave glenoid", j shoulder elbow surg, 21:1526-1533.